Manufacturer narrative:
To date, information suggests that this medical device has not yet been returned to boston scientific. There were no allegations against the associated medical device, and it was noted that with the replacement lead, there was successful issue resolution. Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
While final analysis did note a slight calcification of the lead tip, boston scientific final analysis could not confirm nor deny the physician's concern for out-of-range right ventricular (rv) lead impedance leading to explant of the lead.

Event description:
Boston scientific received information that this transvenous right ventricular lead did exhibit out-of-range pace impedance greater than 2,000 ohms. There had been no adverse patient effects other than the earlier surgical procedure.